Manufacturer narrative:
Conclusion: over inflation. Evaluation summary: from the pre-implant films provided, the exact cause of the reliant balloon burst occurring during ballooning of the bare stent during implant could not be determined. Films during implant and post-implant were not available for return. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported balloon burst. The iliac arteries did not appear noticeably tortuous and were not calcified; bilaterally. The left common iliac artery ranged in diameter from 13 ¿ 14mm, and the right common iliac ranged in diameter from 14 ¿ 17 ¿ 15mm. The left external iliac diameter measured 9mm and the right external was 10mm in diameter. It is possible that this was user related; the balloon may have burst due to over-inflation within the bare metal stent. The balloon was not returned for analysis; thereby, limiting the extent of the investigation.

Event description:
A reliant balloon was used for modelling of an endurant stent graft and another manufacturers¿ bare metal stent. It was reported that the physician elected to extend the length endurant iliac limb stent graft with a self-expanding bare metal stent. Following the implant the reliant balloon was used to model the stent grafts and the bare metal stent. After successfully modeling the endurant graft with the reliant balloon, the physician was modelling the self-expanding bare metal stent. During the inflation of the reliant balloon with-in the bare metal stent, the reliant balloon burst. The reliant balloon had been inflated using a syringe and had been inflated approximately six to eight times before it burst. The reliant balloon was completely removed from the patient and another manufacturer¿s compliant balloon inflated to ensure the bare metal stent was properly ballooned. The physician stated that the cause of the event was related to inflation within another manufacturer¿s bare metal stent in conjunction with over inflation of the reliant balloon. No clinical sequelae were reported and the patient fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.